Event description:
Pt had an anterior bankart left shoulder reconstruction on (B)(6) 2012. Pt later complained of left shoulder pain with motion and his shoulder was unstable. Pt underwent a revision of the bankart reconstruction of the left shoulder on (B)(6) 2012. He had broken hardware (screw) that caused erosion of the humeral head down to the bone along the anterior head.